Event description:
It was reported that the patient was feeling a burning sensation and pain at pocket site. The physician believes that the pocket is too shallow and the patient will have a pocket revision.

Event description:
It was reported that the patient was feeling a burning sensation and pain at pocket site. The physician believes that the pocket is too shallow and the patient will have a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient underwent a pocket revision procedure. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.